Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a pre-analytical handling issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. As the qc recovery was within 2sd, there was no indication of a performance issue with the reagent.

Event description:
There was an allegation of questionable troponin t gen5 elecsys results from the cobas e 801 analytical unit. Sample 1 initial result was 375 ng/ml and the repeat result on (B)(6) 2023 was 6.03 ng/ml sample 2 initial result on (B)(6) 2023 was 721 ng/ml and the repeat result on (B)(6) 2023 was 48.0 ng/ml. Sample 3 initial result on (B)(6) 2023 was 62 ng/ml and the repeat result on (B)(6) 2023 was <6.00 ng/ml with a data flag. The repeat results were believed correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.